Manufacturer narrative:
Field concomitant medical products was updated as the customer returned their meter and test strips. The returned meter and test strips and vial showed no visual defects. The returned and retention test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 3.2 inr, donor 1 hct: 41%, donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, customer meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.2 inr, customer meter and retention strips: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) and compared to an unknown laboratory method. At 6:18 am the meter result was 5.4inr. At 8:45 am the meter result from a different finger was 2.7 inr. The customer stated that within 2 - 3 hours they visited a clinic and tested again on their meter with a result of 2.8 inr. He stated that they performed multiple tests at the clinic and all the results were around 3 inr, with the last reading being 2.8 inr. The customer was not sure if the meter used at the clinic was a coaguchek device or not, just that the device was bigger. The customer's therapeutic range is 2.0-3.0 inr. The customer has started taking zyrtec for allergies.

Manufacturer narrative:
Na.